Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. The technical support specialist instructed the customer to log out and then reset cubex application and try to log back in. The user was able to login and issue the meds. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a,g and b, section h device eval by manufacturer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.